Manufacturer narrative:
Updated sections b5, b7, and h6.

Event description:
It was learned through ipr that a patient with a 21mm 3300tfx aortic valve implanted for five years, seven months underwent redo aortic valve replacement due to significant pannus formation at the inflow and around the sewing cuff with partial occlusion of the right coronary ostium, mild degeneration of the leaflets, and mildly elevated gradients across the av. The patient presented with decompensated congestive heart failure. A 23mm 11500a valve was implanted in replacement. The patient also received a 29mm 7300tfx mitral valve. After weaning patient from heart lung machine, tee demonstrated that the mitral valve was opening normally with no mr or pvl. Similarly, there was no pvl or other concerning findings of the aortic valve. The patient tolerated the procedure well without immediately apparent complications. The patient was discharged on pod #8. Per the medical records the patient has severe prosthetic mitral svd with erosion across the la, mild prosthetic aortic svd. It is noted the surgeon was planning to address the enlargement of the aorto-mitral continuity and/or aortic root given the small valve size implanted at her first surgery. The patient underwent a laa clip occlusion, enlargement of the aortic root, reconstruction of the aortomitral continuity and aortic root, redo avr and redo mvr.

Manufacturer narrative:
Updated sections d4-expiration date, h4, and h6 (type of investigation). The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. It is likely that patient related factors contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was learned through implant patient registry that a patient with a 21mm 3300tfx aortic valve implanted for five years, seven months underwent redo aortic valve replacement due to significant pannus formation at the inflow and around the sewing cuff with partial occlusion of the right coronary ostium and mild structural valve deterioration. A 23mm 11500a valve was implanted in replacement. The patient also received a 29mm 7300tfx mitral valve. After weaning patient from heart lung machine, tee demonstrated that the mitral valve was opening normally with no mr or pvl. Similarly, there was no pvl or other concerning findings of the aortic valve. The patient tolerated the procedure well without immediately apparent complications. The patient was discharged on pod #8. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.